Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 8.4 mmol/l, 4.8 mmol/l, and 4.6 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).